Manufacturer narrative:
Complaint conclusion: a .035¿ 9.0x29 135 palmaz genesis on opta pro balloon expandable stent delivery system (sds) balloon would not inflate inside the patient. The procedure was completed by changing to another palmaz genesis stent. There was no reported patient injury. The intended procedure was a stent implantation for subclavian artery stenosis. The access site was the femoral artery. The lesion was not calcified. There was no vessel tortuosity. The percentage of stenosis was 90%. The device was not used for a chronic total occlusion (total occlusion >3 months). An 8f unknown sheath was used. A 0.035 non-cordis guidewire was used. An 8f non-cordis guide catheter was used. There were no visible signs of device/package damage prior to use. There were no anomalies noted when the device was taken out of the package. The device was prepped per the instructions for use (IFU). There was no difficulty experienced in prepping the device. The product, or any of the other devices used with it, had not been resterilized. There was no difficulty removing the product from the hoop, or the stylet or any of the sterile packaging components. During prep, the stent was not manipulated. The stent was properly mounted on the system when inspected prior to use. Prior to inserting the sds in the catheter, the balloon was not inflated nor partially inflated. Negative pressure was not applied to the sds. The inflation device was not in the neutral position when the system was being advanced/withdrawn. A contralateral approach was not used. There were no kinks nor other damages noted prior to inserting the product into the patient. The other devices used with the product did not kink nor bend at any time there was no difficulty accessing the lesion with a guidewire. There was no resistance met while advancing the device over the guidewire. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. There was no unusual force applied during deployment of the stent. Force was not required at any point during the procedure when handling the device. There were no other anomalies noted when the device was removed from the patient. The product was returned for analysis. One non-sterile a .035¿ 9.0 x 29 135 palmaz genesis on opta pro balloon expandable stent delivery system (sds) was received for analysis coiled inside a plastic bag with the genesis stent mounted on the opta pro balloon. Per visual analysis of the sds, the balloon appeared to have been inflated. The stent was observed compressed, not expanded. No other anomalies found. Per functional analysis the balloon was successfully inflated, and the stent was completely expanded as expected. No anomalies observed on the expandable stent. Dimensional analysis was not performed due to the successful functional test. A product history record (phr) review of lot 82178943 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-sds-inflation difficulty - in patient¿ was not confirmed by analysis of the returned device as functional analysis was performed successfully. The exact cause of the reported event could not be determined. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the lesion. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged.¿ the device performed as intended and therefore the reported event could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time at this time.

Event description:
As reported, a .035¿ 9.0x29 135 palmaz genesis on opta pro balloon expandable stent delivery system (sds) balloon would not inflate inside the patient. The procedure was completed by changing to another palmaz genesis stent. There was no reported patient injury. The intended procedure was a stent implantation for subclavian artery stenosis. The access site was the femoral artery. The lesion was not calcified. There was no vessel tortuosity. The percentage of stenosis was 90%. The device was not used for a chronic total occlusion (total occlusion >3 months). An 8f unknown sheath was used. A 0.035 non-cordis guidewire was used. An 8f non-cordis guide catheter was used. There were no visible signs of device/package damage prior to use. There were no anomalies noted when the device was taken out of the package. The device was prepped per the instructions for use (IFU). There was no difficulty experienced in prepping the device. The product, or any of the other devices used with it, had not been resterilized. There was no difficulty removing the product from the hoop, or the stylet or any of the sterile packaging components. During prep, the stent was not manipulated. The stent was properly mounted on the system when inspected prior to use. Prior to inserting the sds in the catheter, the balloon was not inflated nor partially inflated. Negative pressure was not applied to the sds. The inflation device was not in the neutral position when the system was being advanced/withdrawn. A contralateral approach was not used. There were no kinks nor other damages noted prior to inserting the product into the patient. The other devices used with the product did not kink nor bend at any time there was no difficulty accessing the lesion with a guidewire. There was no resistance met while advancing the device over the guidewire. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. There was no unusual force applied during deployment of the stent. Force was not required at any point during the procedure when handling the device. There were no other anomalies noted when the device was removed from the patient. The device will be returned for evaluation.